Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspections were performed on the returned device. The reported bend was confirmed. The reported irregular appearance was confirmed as a loose link due to foot deployment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported bend and irregular appearance appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 5f sheath prior to percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, the proglide device was bent with a portion of the suture sticking out externally. The device was not deployed. The sutures of two new proglide devices were successfully pre-placed. The pevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.